Event description:
It was reported that the bladder of a multiday infusor burst. This occurred during filling with 10 vials of morphine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the rupture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The batch was manufactured december 20, 2011 - december 21, 2011. The device was not received for evaluation; however, a photograph of the device was received. Visual inspection revealed that the bladder was ruptured. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.